Manufacturer narrative:
Device malfunction is suspected, but did not cause or contribute to a serious injury or death.

Event description:
Initial reporter indicated that a system diagnostics test on a pt's device resulted in high lead impedance, indicating a possible lead malfunction. There was no report of the pt experiencing any injury or trauma that may have damaged the vns therapy system. Attempts to obtain additional info have been unsuccessful. Cyberonics is pending receipt of the explanted products for analysis.